Event description:
It was reported that during central processing, the customer conducted an inspection and observed that the end part of the insulator on the tip of the maryland bipolar forceps instrument was missing. There was no patient involvement, and no potential fragments. The reporter stated there were no functional issues nor damage during the last instrument usage. The customer indicated that the observation likely happened during sterile reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint the end part of the insulator was found to be missing. The maryland bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. No missing material was observed.